Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to sense and p-wave amplification variation. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.